Manufacturer narrative:
The unit had a constant motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, basic occlusion test, occlusion test, prime, compromised force sensor test and the excessive no delivery test due to motor error alarm. The unit had a cracked reservoir tube lip.

Event description:
Customer reported receiving a motor error alarm on the insulin pumps during basal. Customer noticed a black circle on the device. Customer stated they use the sensor feature on the insulin pump and was around an MRI room. Customer's blood glucose reading at the time of the call was 210 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.